Manufacturer narrative:
Severity of harm was s3. Site sample status was received at the site on 06jul2020. Return sample evaluation: 1 wrap-wrap is inside sealed pouch. 1 pouch-(l) cn6723 08 / 10 exp jul2022 16:28 pouch is sealed. No obvious defects. 1 carton-(l) cn6723 08 / 10 exp jul2022 16:30 carton is open. Summary of investigation: batch: cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the consumer returned sample does not provide evidence to support defective products. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "severe blisters / burn". The cause of the consumer stating the wrap cause severe blisters / burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 24feb2020, a visual examination was performed to identify a potential trend for the lot and subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass of adverse event / serious / unknown, adverse event safety request for investigation and adverse event negligible-minor. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#.

Event description:
Severe blisters / burn / felt very uncomfortable / pain [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A 37-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: cn6723, expiration date: jul2022) from an unspecific date to on (B)(6) 2020 for back / hip pain. The patient's medical history and concomitant medications were not reported. The patient reported she has used the heatwraps for sometime. She stated yesterday (on (B)(6) 2020), after having the heatwrap on for 4 hours, she experienced severe blisters / burn. She stated she felt very uncomfortable while at a restaurant and excused herself to the restroom to check. She removed product because she felt pain. She had not seen a health care professional (hcp). It was painful she was hoping she won't need to go see anyone. The patient mentioned she threw the heatwrap away as she wanted zero part of that. Action taken with the suspect product was permanently withdrawn on (B)(6) 2020. Clinical outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3. Site sample status was received at the site on 06jul2020. Return sample evaluation: 1 wrap-wrap is inside sealed pouch. 1 pouch-(l) cn6723 08 / 10 exp: jul2022 16:28 pouch is sealed. No obvious defects. 1 carton-(l) cn6723 08 / 10 exp: jul2022 16:30 carton is open. Summary of investigation: batch: cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the consumer returned sample does not provide evidence to support defective products. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "severe blisters / burn". The cause of the consumer stating the wrap cause severe blisters / burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event serious/unknown for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 24feb2020, a visual examination was performed to identify a potential trend for the lot and subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass of adverse event / serious / unknown, adverse event safety request for investigation and adverse event negligible-minor. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Follow-up (26jun2020): new information received from a contactable consumer includes: patient details (age), suspect product indication, suspect product start / stop dates, suspect product lot number and expiration date and action taken with the suspect product. Follow-up (06jul2020) follow-up attempts are completed. No further information is expected. Follow-up (19aug2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts are needed. No further information is expected. Follow-up (09oct2020): new information received from the product quality complaint group includes updated trend information. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term]. Severe blisters/burn [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer or other non healthcare professional. A 37-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number cn6723, expiration date jul2022) from 17jun2020 to 17jun2020 for back/hip pain. The patient's medical history and concomitant medications were not reported. The patient reported she has used the heatwraps for sometime. She stated yesterday (B)(6) 2020, after having the heatwrap on for 4 hours, she experienced severe blisters/burn. She stated she felt very uncomfortable while at a restaurant and excused herself to the restroom to check. The patient mentioned she threw the heatwrap away as she wanted zero part of that. Action taken with the suspect product was permanently withdrawn on (B)(6) 2020. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (26jun2020): new information received from a contactable consumer includes: patient details (age), suspect product indication, suspect product start/stop dates, suspect product lot number and expiration date and action taken with the suspect product.

Manufacturer narrative:
Severity of harm was s3. Site sample status was received at the site on 06jul2020. Return sample evaluation: 1 wrap-wrap is inside sealed pouch. 1 pouch-(l) cn6723 08/10 exp jul2022 16:28 pouch is sealed. No obvious defects. 1 carton-(l) cn6723 08/10 exp jul2022 16:30 carton is open. Summary of investigation: batch cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the consumer returned sample does not provide evidence to support defective products. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "severe blisters/burn". The cause of the consumer stating the wrap cause severe blisters/burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor.

Event description:
Event verbatim [preferred term]: severe blisters/burn/felt very uncomfortable/pain [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A 37-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number cn6723, expiration date jul2022) from an unspecific date to (B)(6) 2020 for back/hip pain. The patient's medical history and concomitant medications were not reported. The patient reported she has used the heatwraps for sometime. She stated yesterday ((B)(6) 2020), after having the heatwrap on for 4 hours, she experienced severe blisters/burn. She stated she felt very uncomfortable while at a restaurant and excused herself to the restroom to check. She removed product because she felt pain. She had not seen a health care professional (hcp). It was painful she was hoping she won't need to go see anyone. The patient mentioned she threw the heatwrap away as she wanted zero part of that. Action taken with the suspect product was permanently withdrawn on (B)(6) 2020. Clinical outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3. Site sample status was received at the site on 06jul2020. Return sample evaluation: 1 wrap-wrap is inside sealed pouch. 1 pouch-(l) cn6723 08/10 exp jul2022 16:28 pouch is sealed. No obvious defects. 1 carton-(l) cn6723 08/10 exp jul2022 16:30 carton is open. Summary of investigation: batch cn6723 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the consumer returned sample does not provide evidence to support defective products. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "severe blisters/burn". The cause of the consumer stating the wrap cause severe blisters/burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. Follow-up (26jun2020): new information received from a contactable consumer includes: patient details (age), suspect product indication, suspect product start/stop dates, suspect product lot number and expiration date and action taken with the suspect product. Follow-up (06jul2020) follow-up attempts are completed. No further information is expected. Follow-up (19aug2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts are needed. No further information is expected.

Event description:
Severe blisters/burn [burns second degree], narrative: this is this is a spontaneous report from a contactable consumer or other non healthcare professional. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported she has used the heatwraps for sometime. She stated yesterday ((B)(6) 2020), after having the heatwrap on for 4 hours, she experienced severe blisters/burn. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.